Event description:
It was reported that this pacemaker was suspected of premature battery depletion. During the last follow up on (B)(6) 2019 the battery longevity displayed 1.5 years. During the most recent follow up on (B)(6) 2020 this device declared eri on (B)(6) 2020. This device was confirmed to be explanted on (B)(6) 2020. No further adverse patient effects were reported at this time. Should this device be returned for analysis, a follow-up report will be submitted.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion. During the last follow up on (B)(6)2019 the battery longevity displayed 1.5 years. During the most recent follow up on (B)(6), 2020 this device declared eri on (B)(6) 2020. This device was confirmed to be explanted on (B)(6)2020. No further adverse patient effects were reported at this time. Should this device be returned for analysis, a follow-up report will be submitted. Additional information: the device has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Please note: patient code 3191 captures the reportable event of surgery.